Manufacturer narrative:
Additional information h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of a spectrum pump a patient with a heart pump failed to receive the correct bivalirudin rate for ten hours, leading to a failure of therapeutic anticoagulation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.